Manufacturer narrative:
Multiple attempts have been made to obtain additional information from the surgeon, however, the surgeon has been unavailable. To date, no information has been received which suggests that the da vinci si surgical system may have caused or contributed to the patient's post surgical complications. A follow-up medwatch report will be submitted if additional information is received.

Event description:
It was reported that after a da vinci si hysterectomy procedure was completed, the patient developed a 103 degree fever and their heart rate jumped to 130. The surgeon performed a CT scan and a blood clot was observed. No other information was received.